Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The reported event is confirmed by review of actual device received. Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and the post feature has fractured off all pieces returned. CAPA (B)(4) investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. Device history record (DHR) was reviewed with no deviations identified. The fractured tasp components in this complaint were manufactured before the CAPA (B)(4) design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.